Manufacturer narrative:
The reported event, cracked housing, was duplicated; it was confirmed the seam was not fully welded by an engineer through visual inspection, which is the probable cause of the reported event. The device was discarded by the manufacturer.

Event description:
It was reported that the aseptic battery housing opened unexpectedly during setup at the customer. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the aseptic battery housing opened unexpectedly during setup at the customer. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.